Manufacturer narrative:
Event date: exact date unknown, event occurred few months from the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was charging frequently for extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed.